Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event iritis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through follow-ups, the surgeon provided the following additional information. Reportedly, the patient underwent uneventful right eye cataract plus stent procedure. Postoperatively, the patient presented with both stents completely obstructed by pigment and an increased iop. Subsequently, the surgeon restarted betimol and durezol to treat the persisting obstruction and the postop inflammation characterized as iritis. According to the surgeon, durezol likely cause the inflammation. The patient prognosis was reported as ¿va 20/20 and the iop at 17 mm hg (on betimol) with trace cells present¿, but without symptoms.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with a ¿fair amount of pigment¿, observed in the trabecular meshwork (tm). Following medical counsel, it was reported that the patient presented with an inflammatory reaction, and there was pigmentation to the ostium of the stent. The surgeon plans a laser procedure (yag vs argon) depending on patient status. Additional information has been requested.